Event description:
On (B)(6) 2014, the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter was giving inaccurate readings compared to another meter; no specific data was provided. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - 7/28/2014, device evaluation the lay user/patients meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips passed all testing with no faults found. The test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.